Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 sensor to the ilet, with the device repeatedly returning to ¿start sensor,¿ leading to use of bg-run mode and a reported blood glucose of 301 mg/dl until the sensor successfully connected after troubleshooting and a restart. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated glucose control with continued therapy via bg-run mode and subsequent restoration of cgm-driven control once pairing succeeded. Investigation included guided troubleshooting, including bluetooth toggle, pump restart, reattempted pairing, and follow-up until sensor warm-up completed. Investigation of this case revealed a transient communication or pairing issue between the cgm transmitter and the ilet that resolved after device restart and standard pairing steps, with no alerts or alarms and no hardware failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction during cgm pairing and normal device behavior requiring restart and re-initiation of the sensor session.